Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer wears the insulin pump in her bra. Customer sweats all day at work. The insulin pump will be replaced. Nothing further reported.